Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire that occurred on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire was not visible. Patient further reported that she did not feel the sensor wire in her skin after removal. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).